Manufacturer narrative:
Evaluation summary: the failed accuracy test on channel b and c was confirmed. Inspection of the device found that channel b and c were underdelivering and that the failed accuracy test was caused by faulty pump head modules. The pump head modules on channel b and c were replaced. Review of the complaint history reveals similar reports have been received for this product for the reported issue. This issue is being investigated under CAPA, mdq-CAPA-164.

Event description:
During service by baxter, the infusion pump failed the accuracy test on channels b and c. According to the hospital rep., no pt injury or medical intervention had been reported related to the device.